Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and found that the customer was taken to a clinic due to low blood glucose 46mg/dl. The customer stated that she stopped using the insulin pump due to discrepancies between the sensor glucose and blood glucose readings. The customer stated that she felt sick and treated off sensor, but she over infused insulin. The caller mentioned having a lot scar tissue and not having time to attend the training due to his job. No further information was provided.